Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
The sales associate reported a broken inserter shaft. During a procedure the metal inserter shaft broke from the implant inserter, while hammering in a zyston curved implant. The piece was recovered from the patient and the surgery was completed.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The sales associate reported a broken inserter. During a procedure the metal insert broke from the implant inserter, while hammering in a zyston curved implant. The piece was recovered from the patient and the surgery was completed.

Manufacturer narrative:
The returned device was examined. The tip has fractured off; the complaint is confirmed. The definitive cause of the issue cannot be determined but may be attributed to excessive force placed on the tip over multiple uses. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain sufficient instructions regarding proper device usage.